Event description:
During surgery the ligasure was clamped on the uterine artery and wouldn't open after use (it was stuck). After numerous tries the surgeon was able to open the jaws and remove the instrument, the instrument was removed from the field and another ligasure was used to finish the surgery.